Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to infection. The organism was identified as (B)(6). The ipg system was explanted and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.